Event description:
Manufacturer's representative reported a patient experienced "cold symptoms" which progressed to withdrawal symptoms and increased pain, originating the morning after the patient had an MRI. The pump reservoir contains morphine 15mg/ml infusing at 0.193ml/day with an equivalent patient dose of 2.9mg/day, and was last refilled 9/2006, therefore the next scheduled refill is in approximately 83 days. Roller study confirmed pump function by observation of 90 degree roller movement through programming a single bolus dose of 0.22mg over 00:00:43. The intrathecal catheter was evaluated and also confirmed to be functional and patent. The hcp concluded patient symptoms of increased pain and anxiety were not device related, and the patient was treated with supplemental oral medication and symptoms have resolved.